Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3387s-40, lot# v875201, implanted: (B)(6) 2012, product type: lead. Product ID: 3387s-40, lot# v857736, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient had an infection in (B)(6) 2013 and they were worried that the wiring and the implantable neurostimulator (ins) were contaminated. In (B)(6) 2014, these were replaced and put in a different location in his stomach as a result. The reporter stated that a manufacturer representative (rep) was aware of this event and the need for a replacement. However, the rep was contacted and he had no knowledge of the infection or replacement. The physician¿s office took care of these issues on their own and would not tell him, if they did not need his assistance. The patient outcome was not reported, so additional information was requested. If additional information is received a supplemental report will be sent. Refer to manufacturing report #3004209178-2015-07179 for the patient¿s previous ins revisions due to bulging.